Event description:
The MFR's rep reported the pt was experiencing overdose symptoms. The hcp turned the pump down. The daily dose was lowered from 1.2mg/day to 0.6mg/day. The pt outcome was not reported. A follow up will be sent if additional info is received.

Event description:
Additional info from the hcp reports the pt symptoms were "adverse reaction to drugs and altered level of consciousness." The pt was treated with a narcan IV drip. On 10/1/2005, the pt was reported to be doing much better, was awake, responsive, and fine. The pt was discharged later that same day.